Event description:
Hospital personnel were attending to a pt, condition unknown. It was reported that the first countershock was delivered successfully, however during a second attempt, the device charged but allegedly would not discharge. A back up unit was obtained and used to continue treatment. The pt was resuscitated. There were no adverse effects to the pt reported as a result of the alleged malfunction.